Event description:
On (B)(6) 2012, pt reported the down button on the infusion device is defective. The up button continues to function as intended. Pt boluses 6-8 times per day and has used this infusion device since 09/2008. The infusion device was not dropped. The button appears normal and is not flat, and the infusion device does not produce an audible sound when the button is pressed. No physiological effects were reported, and she did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested for evaluation.